Event description:
Caller noted she has called in the rising coil impedances and mentioned mineralization and twos (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).